Event description:
It was reported that the customer passed away on (B)(6) 2023. Per the contact, the customer experienced diabetic ketoacidosis prior to death. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.